Event description:
On 9/5/2023, it was reported by a sales representative via sems-06021994 that an ar-6480 dw arthroscopy fluid management device had an issue. The surgeon noticed the pump's outflow was slow to respond, not pulling fluid fast enough. The patient was not affected. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 9/7/2023, the sales representative provided the following information via email and phone: this occurred during a shoulder arthroscopy procedure on (B)(6) 2023. An ar-6411 redeuce pump tubing and ar-6435 dualwave outflow tube set with redeuce tubing system with unknown lot numbers were used. The pump settings were at 45mmhg, and the pump was not keeping up with the pressure. Slight extravasation occurred, it was localized and a manageable issue. They used a rinse function w/ closed inflow portal to remove the excess fluid. The pump was used to complete the procedure successfully. The patient was discharged after the procedure and is fine to date, there was no harm reported and no case delay. The tubing sets were discarded after the procedure.

Manufacturer narrative:
Complaint is confirmed. The returned device was assembled with new arthroscopy pump tubing and was tested under normal use conditions to see if the reported issue could be reproduced. The pump motor made a loud noise when running. A clamp test was performed as defined in the user guide to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers stopped moving. This behavior is expected. The device has overpressure at high settings and flushed an abnormal amount of water. The pump roller speed was higher than normal. The device with serial number n10152i16 has no previous complaints. The device was manufactured in 2016. Visual evaluation shows wear in the pump housing and signs of rust/oxidation. The warranty seal was present and complete. The most likely cause for the failure is the wear and tear damage incurred over repeated usage.